Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging an inaccurate high control solution result of 14.7 mmol/l. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.